Event description:
It was reported that this device was found to be operating in safety mode and was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.